Event description:
A 5.0mm diameter x 17mm length medtronic ave biliary stent was inserted into the tortuous renal artery. The lesion was pre-dilated with an unknown size balloon and it was noted that there was a 30% residual stenosis. It was not possible to cross the target lesion, therefore, the stent was retracted from the target vessel. Upon removal of the stent and stent delivery system, the stent dislodged from the delivery balloon. Subsequently, the stent was deployed in the iliac artery. A second attempt to deploy an additional medtronic ave biliary stent was attempted but the stent became dislodged from the balloon in the guiding catheter. The stent was successfully retrieved by removing the guiding catheter that contained the the stent. A third medtronic ave biliary stent was then successfully deployed into the renal artery. It was reported that the pt is doing well, and there were no additional sequelae reported to the event. A separte medwatch report was submitted for each device involved in this event. There were no devices returned for eval. Device history report reveals no issues relevant to this complaint.

Event description:
Upon receipt of the device it was determined that the device corresponds to the info given for the xb 617 extra support biliary stent. The description of the event remains unchanged however the device description was reversed. Reference medwatch report #2953738-2000-00062. The returned device investigation revealed that the device and stent were returned separate. All of the stent segments are present. The balloon had evidence that the stent had been adequately mounted onto the balloon. The balloon appeared to be slightly inflated and one end of the stent was slightly flared, likely due to the slight inflation of the balloon.